Event description:
It was reported that thrombosis occurred. A 2.50mm x 150mm, 150cm ranger sl balloon catheter was selected for below the knee angioplasty. However, upon deflation, thrombosis was noted due to the downstream particles. Per the physician, the downstream particles blocked the vessel and contributed to thrombosis. The procedure was completed using an alternative device.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that thrombosis occurred. A 2.50mm x 150mm, 150cm ranger sl balloon catheter was selected for below the knee angioplasty. However, upon deflation, thrombosis was noted due to the downstream particles. Per the physician, the downstream particles blocked the vessel and contributed to thrombosis. The procedure was completed using an alternative device. It was further reported that was medically managed without further complications.